Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor handle was broken. There was no reported patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. Visual examination of the returned product identified signs of use (tool marks), no visible damage to either spring, slight wear on the tip but is not broke/fractured. A functional test was performed on the returned product and confirmed that the instrument held during the test and the results were within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. No device problem was identified. The returned device showed no signs of fracture, and a functional test was performed which identified that the device functioned as intended. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.